Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the latch is not catching the battery as it should. It was recommended that the AED should be removed from service due to latch issues and returned to defibtech for evaluation.

Event description:
The customer reported that the battery will not stay in the unit as in they can not insert a battery pack into the AED. This event did not occur during patient use.